Event description:
The deltaplush coil was placed in the aneurysm, but could not be pushed the last centimeter out of the non-codman microcatheter. The coil was resheathed, but on the second attempt, the coil could not come out of the microcatheter. There was no serious injury and no additional intervention was required.

Manufacturer narrative:
(B)(6). Complaint conclusion: the coil was returned analysis exposed and unprotected inside the plastic bag. The coil was severely damaged at the proximal section. There was copious amount of tissue adhering to both the outside and inside of the coil. The first five secondary windings off the ball tip are intact. The headway microcatheter was not returned for analysis. The unprotected and exposed coil was returned severely damaged. It cannot be determined to what extent the coil was damaged due to improper packaging. The evidence suggests that interference either inside the microcatheter or distal to the coil¿s ball tip may have contributed to the coil being unable to advance outside the distal tip of the microcatheter. The source of this interference cannot be identified. In addition, without the return of the headway (size unknown) microcatheter used in the procedure, it cannot be determined to what extent, if any, that this component contributed to the complaint event. Since there was no indication the event was related to a manufacturing issue, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.